Event description:
The patient reported that the start button released before 24 hours on (B)(6) 2020. Patient had put v-go on between 6am and 7am and it released around 9pm. Patient said she may have bumped the needle release against a table but she was not sure.